Event description:
It was reported via legal complaint that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, it was reported that patient developed pain, high levels of cobalt and chromium, and tissue and bone damage. A revision was performed on (B)(6) 2010. This report is based on allegations set forth in patient's complaint and the allegations contained therein are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: material sensitivity reactions, intraoperative or postoperative bone fracture and/or postoperative pain, elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00178 and 00180). The user facility was notified of the event on february 29, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.